Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 3-2 was stuck on opening. A field service engineer cleared anything it is causing the rail to stick to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was not opening. Customer stated that the drawer 3.2 is not opening fully and unable to open fully to remove medications. There was a delay in dispensing workflow and reported there was no effect on patient care. There were no adverse events or injuries reported based on this event.